Event description:
It was reported that this patient experienced many oversensing episodes resulting in inappropriate shocks after postoperative activities which resulted in many programming adjustments. Due to the inappropriate shocks the patient experienced a fall which resulted in the patient's tooth to become loose. The patient's tooth was removed, and a possible device replacement was discussed for the future but to date has not occurred. No additional adverse patient effects were reported.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. The patient had been exercising at the time and the shocks cause them to fall down, causing a tooth to become loose. It was decided to remove the s-ICD system and consider other treatment options for the patient in the future. The system is expected to be returned. This report is being filed to update the explant date.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. The patient had been exercising at the time and the shocks cause them to fall down, causing a tooth to become loose. It was decided to remove the s-ICD system and consider other treatment options for the patient in the future. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the status of the device and the describe event/problem field.

Event description:
It was reported that the patient received multiple inappropriate shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD) system due to oversensing. The patient had been exercising at the time and the shocks cause them to fall down, causing a tooth to become loose. It was decided to remove the s-ICD system and consider other treatment options for the patient in the future. The device remains implanted to date.

Manufacturer narrative:
This report is being filed to update the status of the device and the describe event/problem field.